Manufacturer narrative:
The patient will be seen again for further follow-up at a later date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited high out of range pacing impedance measurements. Additionally, inappropriate atrial tachy response (atr) episodes were stored due to oversensed myopotential noise. The lead was programmed to bipolar sensing and unipolar pacing. Additionally, the minute ventilation sensor was programmed off. No adverse patient effects were reported.